Event description:
Revision surgery - due to the physical over stuffing of the joint area; causing the patient to have limited mobility.

Manufacturer narrative:
The reason for this revision surgery was limited patient motion. The length of in vivo service was 5.4 years. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device has not been made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there have been (B)(4) prior complaints reported against this part; summary of investigations: (B)(4) for overstuffed joint, (B)(4) for infection, (B)(4) would not seat to baseplate. This is the first complaint against this lot number. This event and revision surgery was performed as a result of an overstuffed joint which was causing the patient to have limited mobility. The surgeon reported no issues associated with the explanted product. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.